Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2016, product type: lead, product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient was seen in clinic by provider and rep to discuss generator replacement as she is approaching end of life (eol) of her current device. Device was interrogated and elective replacement indicator (eri alert was received. Cs did an impedance check which revealed contacts 0¿7 had impedances >10000. Patient also reports a loss of stimulation on the right side. Patient states that this was many years ago but does not know exactly when. Cs asked about possible precipitating factors and patient did acknowledge that she had a fall that resulted in a fractured ankle sometime during 2020. Nonetheless, she does still report stimulation on the left side, but reports that her current generator is taking longer to recharge, and the stimulation does not seem to feel as strong as it did previously. The above information was shared with the nurse practitioner who will submit prior authorization for a battery replacement with possible lead replacement/revision.

Event description:
Additional information was received from rep. Rep reports loss of stimulation was related to the high impedances, and longer recharge time was due to the ins approaching eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports a lead was explanted, discarded by the customer, and replaced. Cause of impedance issue was unknown. After replacing lead, all impedances were within normal limits.